Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the analysis of the returned device is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced low speed advisory alarms. Upon interrogation of the device, there were two noted pump stoppages with one driveline disconnected alarm. The patient stated that he did not disconnect the driveline. All the alarms occurred while the patient was connected to power module. The alarms could not be reproduced with manipulation. Low speed alarm was also noted. The patient was sent home on a new system controller. A review of the submitted log file data confirmed multiple alarms associated with abnormal pump operation. It appeared that the pump was not able to maintain the set speed while connected to power module. The log file data indicated that the motor did stop during the event. The system controller and patient cable were exchanged.

Manufacturer narrative:
The reported event of pump stoppages was confirmed based on the information recorded in the system controller log file. The log file was successfully retrieved from the returned system controller and contained approximately 36 days of events. The information recorded in the log file revealed three episodes of a speed reduction to 0 rpm. The first event persisted for approximately 5 seconds and the other two events persisted for approximately 2 seconds. The events were accompanied by an elevation in pump power levels (8.6-11.1 watts) and decreased pulsatility index (pi) levels (3.3-4.0). The pump power values recorded prior and after the events were between 5.5-6.5 watts and the pi values prior and after the events were 5.5-7.5. A full functional test was performed and the system controller passed all test specifications. The system controller operated for extended period of time while connected to a mock circulatory loop and the atypical events recorded in the log file were unable to be reproduced. The investigation was unable to identify a correlation between the events recorded in the log file and the returned device. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.